Event description:
Monitor failed to read defibrillation pads. Dashed line was present on the screen; 2nd set of pads from unit tried with same result. Second defibrillator plugged into the pads with the same result. New pads placed and machine worked appropriately. FDA safety report ID # (B)(4).